Event description:
The pt was implanted with a monarc sling system on (B)(6) 2009. It was reported the pt experienced emotional and mental distress, pain and suffering, and permanent injury. The pt underwent 3 unspecified corrective surgeries on (B)(6) 2010.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.